Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found no visible damage to the lens. Method code added. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -12.0/+1.0/070 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged for a smaller lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.